Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were closing the descending sigmoid in an open resection of descending sigmoid procedure, all of the staples were not placed on the tissue after they fired the device. It was noted that the device completely fired, but had an incomplete staple line. They used another device to close the segment. There was no patient injury.